Manufacturer narrative:
The returned device was evaluated and the complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include nausea, frequent urination, thirst and back pain. The patient reports while charging their controller overnight the controller became hot and the charging port had melted. The patient reports the charging port was black and bent on both sides and the charging cable was burnt and had dripped plastic. The patient reports due to being unable to use their controller their blood glucose levels had elevated resulting in them going to the hospital. Once at the hospital the patient was treated with an insulin drip. The patient was prescribed zofran. The patient was released from the hospital after a few hours.